Event description:
The pt was seen at the implant center for device eval in 9/2001. Testing conducted by advanced bionics rep confirmed that device was no longer functioning. Revision surgery has been scheduled.

Event description:
The patient was seen at the implant center for device eval on event month. Testing conducted at the center confirmed that device was no longer functioning. Revision surgery has been scheduled.

Event description:
The pt was seen at the implant center for device eval in 9/2001. Testing conducted by advanced bionics rep confirmed that device was no longer functioning. Revision surgery has been scheduled.